Event description:
A hospital in (B) (6) reported via a distributor that the heater wire adaptor would not fit properly into the expiratory limb of an rt235 infant breathing circuit. This was noticed during use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: the expiratory limb of the returned rt235 infant breathing circuit was visually inspected for bent pin and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the expiratory limb. A visual inspection revealed that one of the heater wire pins was bent. This prevents the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B) (4).